Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and spring. Unable to verify unexpected low battery alarms or motor error due to blank display anomaly. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for motor error. Reporter also mentioned that the display screen went blank and that the battery doesn't last 7 days. Blood glucose reading at the time was 167 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.